Event description:
The device was used during a laparoscopic nissen. Reportedly, the seventh time the device was used the needle broke when suturing. No pt injury was reported. Another "dlu" was used to finish the procedure.